Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton where they were unable to duplicate the reported disappearing image issue; however; it was found that when the cable of the video baton was manipulated, the image would have static over it. It was also noted that the camera window of the video baton was missing plastic. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 29-dec-2016 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). The glidescope operations and maintenance manual (omm) states, "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the customer received a replacement and there are no repairs available for the device, the returned baton was scrapped. Although the root cause could not be determined, it is likely that the age of the device, two (2) years caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear intermittently and the cable was physically damaged. The customer indicated the procedure was completed with another glidescope avl video baton 3-4, which was made available within thirty (30) seconds. No harm to the patient or user was reported.